Manufacturer narrative:
No issues or non-conformances were found, no root cause could be identified with the returned sample evaluation or manufacturing history review. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer became aware of the event through a product return. Contact lenses were purchased by the patient from yellow zebra optical. It is reported that patient experienced pain, discomfort, and foreign body sensation ("poking feeling") in the eye after using the contact lens for half a day. The next day the patient had dried discharge, redness and pain in the. The patient sought medical treatment and was diagnosed with a corneal ulcer. Good faith efforts were made by the manufacturer obtain additional details without success; further information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.